Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device experienced left ventricular assist device (lvad) voltage reference fault on (B)(6) 2021. Cauterization was taking place at the times of the lvad alarm. There was no interruption in the pump support during this event. The alarms resolved after the cauterization was done.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed transient left ventricular assist device (lvad) fault alarms. Although a specific cause for these events could not be determined though this evaluation, the account communicated that the lvad fault alarms occurred in the operating room during cauterization and that the alarm resolved after the procedure. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted controller event log file captured 22 lvad fault alarms on (B)(6) 2021 between 08:39:23 and 08:44:41. Each instance of these alarms lasted between 1 and 6 seconds. Vref (f40) lvad fault flags were also active during the lvad internal fault alarms. Abbott technical services communicated that these events may occur transiently during a surgical procedure due to interference from other equipment, such as a cautery. The system appeared to operate as intended at the set speed for the duration of the file. The account communicated that the alarms resolved after cauterization was complete. The patient was stable, and the account will continue monitoring the patient for any additional alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20mar2019. The heartmate 3 lvas instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook rev. C are currently available. Section 3, powering the system," warns that the heartmate power module (pm) and mobile power unit (mpu) radiate radio frequency energy. If not used according to instructions, the pm and mpu may cause harmful interference with nearby devices. Steps to confirm interference are provided. Section 5, "surgical procedures", warns that the use of electrocautery devices may temporarily interfere with heartmate 3 pump operation. When electrocautery has been discontinued, there is no interference with pump operation. The safety testing and classification section of the IFU states that if the heartmate 3 lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance. No further information was provided. The manufacturer is closing the file on this event.